Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 51 mg/dl. Customer could not confirm how low bg was addressed. Customer reported to have "typically experienced low bg 'levels" and had made changes to the pump settings with the healthcare provider.